Event description:
Customer's parent reported via phone call that customer got caught in a rainstorm and as a result, insulin pump received a button error alarm and buttons were unresponsive. Customer reported of receiving two button error alarms and was able to clear the first one, but not able to clear the second alarm. Customer's blood glucose was 80 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. No moisture damage on the electronic assembly noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.